Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 10 months post implantation of three promus stents in the mid left anterior descending artery (mlad), the patient was rehospitalized with unstable angina. Angiogram showed a high grade stenosis at the proximal edge of the most proximal promus stent. The three promus stents were all widely patent. A non-abbott stent was placed overlapping the promus stent and on (B)(6) 2011, the event resolved and the patient was discharged. In (B)(6) 2011, the patient experienced chest tightness. On (B)(6) 2011, the patient presented to the emergency room with angina and mild dyspnea, was treated with nitroglycerin with relief. There was no additional information provided.